Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that during a shoulder surgery the tip of the probe broke off into the joint of the patient. Per the sales rep the doctor had already closed up the patient and didn't feel that it was necessary to go back into the patient's shoulder to retrieve the small broken piece.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection: a 90s probe was received and visually inspected under the microscope. The electrode was missing from the ceramic and it was not returned with the unit. Heavy scratch marks were observed on ceramic, lumen and heat shrink. According to the activation history, the device was activated a total of 41 instances. The probable root cause/s could be excessive force used when inserting of removing probe, probe inserted into obstructed passageway or any forceful impact to the tip of the probe with rigid objects. Probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub. (B)(4).

Event description:
It was reported that during a shoulder surgery the tip of the probe broke off into the joint of the patient. Per the sales rep the doctor had already closed up the patient and didn't feel that it was necessary to go back into the patient's shoulder to retrieve the small broken piece.